Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on escalation analysis, a sensor replacement was approved for the user due to system performance. An RMA was issued for the sensor for further investigation.upon receipt, visual inspection revealed that a portion of the hydrogel was missing from the optical area of the sensor. The missing hydrogel was most likely the result of damage caused by excessive force applied by the removal clamps during explant of the sensor and was determined to be unrelated to the user's complaint. Functional testing did not identify any anomalies. Some noise observed during in-vitro testing may be attributable to the missing hydrogel.review of the in-vivo data demonstrated optical instability around the timeframe of the reported inaccuracies. This failure mode could not be reproduced during returned product analysis testing. In some instances, conditions present in the body may not be replicated during laboratory testing, such as the in-vivo state of the hydrogel, which may contribute to noisy or inaccurate sensor glucose readings.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On 26 april 2025,senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.to further evaluate the issue and to determine the root cause, a return material authorization (RMA) was issued to bring the sensor back for investigation.

Manufacturer narrative:
On 26th april 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on escalation analysis, a sensor replacement was approved for the user due to system performance. An RMA was issued for the sensor for further investigation. However, the sensor was not returned to senseonics by the closure of this complaint. A review of in vivo raw data showed optical instability around the time frame of the reported inaccuracies which most likely contributed to the inaccuracies observed by the user. The user was offered a sensor replacement as a resolution. B4.date of this report 24 july 2025. G3.date received by the manufacturer? 24 july 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121.4119. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.